Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission. A non-sustained lead noise episode was noted and was due to mismatches and a sensing latency between the near field and far field channels. The device was reprogrammed.

Event description:
New information notes that a merlin.net transmission contained monsustained lead noise episodes due to crosstalk. Programming changes were made but noise is still present. Additional in-clinic testing has been scheduled.